Event description:
The pt received an ascites shunt, catalog #42-4002, on 7/25/95. Recently the pt's ascites returned. The surgeon operated to replace the occluded portion of the shunt and upon entry could not find the peritoneal catheter. Further examination showed that the peritoneal catheter had severed from the shunt and was inside the peritoneal cavity. The surgeon performed laparoscopic surgery to retrieve the catheter, and implanted a new shunt. There were no pt injuries associated with this incident.